Event description:
Our sales rep received the target devices from the customer with the explanation that miss drillings with 180 and 200 nails would have occurred and additionally fissures were found right below the metal. The customer also handed over the target sleeves with the explanation that they are no longer 100% tight after locking.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.